Manufacturer narrative:
Though the customer stated that they were not going to return the device, the glidescope titanium video cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium video cable and confirmed the reported image issue. A visual inspection of the returned video cable revealed exposed wiring. The camera image quality test was performed and failed. Since no repairs are available for the glidescope titanium video cable, the cable was scrapped and a replacement was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope titanium reusable & spectrum single-use operations & maintenance manual in "warnings & cautions" states, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Manufacturer narrative:
The customer declined to have their glidescope titanium video cable returned for evaluation and disposal. Since the titanium video cable was not returned to verathon for evaluation, the root cause of the event could not be determined. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image was intermittent. The customer was able to isolate the issue to the titanium video cable. The customer stated that the titanium video cable has a kink in it and that the cable is fraying. When the biomed moved the cable in any way, the image would cut out on the monitor's screen. A delay in the procedure of approximately two (2) minutes occurred as an unspecified backup device was obtained. No harm to the patient or user was reported.